Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, during perclose deployment of the right femoral artery, the investigator noted a missing perclose foot plate. Surgical exploration to locate the foot plate was unsuccessful. There was no evidence of embolization; the patient was hemodynamically stable through the implant procedure. The patient will be closely monitored with vascular checks throughout hospitalization. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).